Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there is no power to the pump and that there is moisture ingress behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/13/2016. The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings. Pump returned with moisture in the display lens. Battery compartment is cracked below the bumper pad and there is a base crack observed between case seal and keypad. Returned battery cap has no damage and is able to attach to the pump. Pump has no audible and no vibratory features, the display screen remains blank. The bb/pump history could not be downloaded. Pump fails in-house leak test due to pump case damage and battery compartment leak. Removed pump cover; internal moisture damage confirmed in the pump .unable to complete required investigation steps due to internal moisture ingress in pump.

Manufacturer narrative:
Follow-up #2 date of submission 02/15/2017 - correction to serial #.